Manufacturer narrative:
Product event summary: analysis found that the programmer failed an incoming test because of a loose electrocardiogram (ECG) connector. It was also found that the programmer had extensive internal corrosion and was not able to be repaired.

Event description:
The programmer that was returned as an exchange subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.